Event description:
Procedure: lavh. According to the reporter: the surgeon was pulling the device out through the trocar when the needle fell off the device and fell into the cavity of the patient. Surgeon searched through a scope, x-rays were taken but the needle could not be located. The surgeon decided to convert the procedure to open to locate the needle but it still could not be located. The surgeon then closed the patient without removing the needle. O.r. Time was delayed approximately 45 minutes. No bleeding was reported.